Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-15809 and 15810. The patient has 2 model 3186 leads (from the same lot) as part of her scs system. It was reported the patient is experiencing positional stimulation. The patient did suffer a fall, but did not notice a change in her stimulation at the time. Also, the patient is experiencing intermittent charger communication difficulty due to the ipg being mobile in the pocket. The patient indicated she has gained weight since having her ipg implanted. Surgical intervention may take place at a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.